Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed mechanical tests; docking issue. Docking issue solved by invalidate home without x-stage cover. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that after booting up the imaging system, user has been prompted to perform the invalidate home procedure, although the user is sure that she didn't shut off the system while emergency stop was pressed. There was no patient present when this issue was identified.